Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used in the bile duct to treat stones during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, upon deploying the advanix stent, the black portion of the delivery system broke off from the catheter inside the stent. Consequently, the stent was unable to be released and the guide catheter was removed using rescue forceps. The procedure was completed with another naviflex delivery system. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break. Imdrf impact code f2301 captures the reportable event of the guide catheter being removed using forceps.